Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's daughter reported via phone call that they were hospitalized with blood glucose of 500 mg/dl. The customer did not experience any symptoms or treatment such as a result of high blood glucose. Troubleshooting was not performed for high blood glucose. The insulin pump will not be returned for analysis.